Event description:
It was reported the closure top was found to be loose post-operatively. Two weeks after surgery with pathfinder nxt instrumentation, a CT scan was performed. It was noted the one closure top was loose from the screw. The closure top remains in situ.